Manufacturer narrative:
A pharmaceutical technical complaint (ptc) was initiated and ptc results were pending.

Event description:
This unsolicited device case from (B)(6) was received on (B)(6) 2014 from a pt. This case concerns a female pt (age unspecified) who had recurrent water retention in knee/punctuation of knee (25ml fluid), painful and swelling while receiving treatment with synvisc. No past drugs, medical history, concomitant medication or concurrent condition was reported. On an unk date, the pt initiated treatment with first cycle of synvisc injection (dose, route, frequency, batch/lot number; not provided) into an unspecified location for an unk indication. It was reported that the first injection was usually event free, second injection (about 1 week after 1st injection) was with adverse effect and 3rd injection (about 3 to 5 weeks afer 2nd injection) was with no / mild adverse effect. On an unk date, the pt had punctuation of knee (25 ml fluid) and received cortisone injection for it. On an unk date, the pt initiated the second cycle of synvisc and it was reported that the pt received same treatment. On an unk date in (B)(6) 2014, the pt initiated the third cycle of intraarticular synvisc injection and received the first injection. On (B)(6) 2014 (about 1 week after 1st injection), the pt received the second injection laterally in right knee. On (B)(6) 2014, the pt experienced painful swelling with water retention. It was reported that the visit of physician was scheduled for (B)(6) 2014. Action taken: unk. Corrective treatment: cooling of knee for all the events. Outcome: unk for the event of painful and swelling. No recovered: recurrent water retention in knee/punctuation of knee (25ml fluid). Seriousness criteria: required intervention.